Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: screen goes blank mid cases. Probable root cause: display main board sub board, connectors cables, display firmware, display power supply, display lcd panel, use error, electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge, manufacturing service nonconformity, connected console malfunction (ccu, sdc). The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.